Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis ,the final assessment is one sharp opening in the side valve bond edge assessed as an unidentified tear opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.